Event description:
The product had been not implanted. During the surgery, it was not adjustable. And thus delayed the operation. Another device was used instead.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made, during the visual inspection: visible signs of the adjustment tool in the sterile packaging. Adjustability test: the progav 2.0 was found, to be adjustable to all pressure settings. Braking force and brake function test: the brake function of the progav 2.0 operate as expected, due to the original packaging. Is the braking force unable to be measured. Results: based on our investigation results, we cannot identify "adjustment difficulties" of the valve. We could not detect a functional deviation of the product. Additionally, we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was not able to be adjusted. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Although requested, no further information has been made available.